Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -impact of a major mechanical force caused a blow or a fall. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a ureteroscopy and laser lithotripsy procedure. The scope broke/bent while inserting it into the bladder (it had not been inserted up the ureteral orifice yet). An attempt was made to complete the procedure with a flexible ureteroscope but did not attempt to use different semirigid ureteroscope due to concerns it would break as well. Case was not able to be completed as planned. Patient was to return the next week.

Event description:
It was reported the ureteroscope printed circuit board is severely bent at the tip. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.